Event description:
It was reported that when aspirating the bd 5ml syringe luer-lok¿ leakage occurred past the plunger. There was no report of patient impact. The following information was provided by the initial reporter: staff advise they were using this new syringe in managing dialysis lines per normal practice. Having flushed with the syringe and when aspirating back, the return fluid backwashed back behind the plunger and leaked out of containment. No excessive force/haste was applied in this process that might have precipitated the plunger leaking in the barrel. Device was discarded as blood contaminated.

Manufacturer narrative:
Investigation summary: two photos were received by our quality team for evaluation. From the photos, leakage was observed past the stopper. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. At the assembly process there is a mechanism control to check the stopper leakage. However, there is no sample returned for further analysis. Therefore, the root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.